Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, pn unknown, ln unknown; unknown cup, pn unknown, ln unknown; unknown head, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-02099, 0001822565-2019-02094, 0001822565-2019-02097. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure on unknown date. Subsequently, a revision procedure has been indicated due to unknown reasons; however, no revision has been reported at this time. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.